Manufacturer narrative:
(B)(4)date sent: 11/30/2021additional information received: op notes received and attached.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2021 additional information received: op notes received and attached.

Manufacturer narrative:
Pc (B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim which states (B)(6) female patient had history of morbid obesity (bmi 55.9), hypertension, gerd, asthma and history of smoking. Patient underwent a laparoscopic roux-en-y gastric bypass and liver resection (to establish evidence of nonalcoholic steatotic hepatitis). No difficulties were noted with any stapling during surgery and leak test showed no leaks and no bubbles ¿under high hydrostatic pressure¿ and anastomosis was visualized through the endoscope and shown to be ¿viable, patent and hemostatic.¿ operative report states white loads were used for the small bowel and the jejunostomy and blue loads, with and without seamguard were used to create the pouch and the gastrojejunostomy. 2-0 polysorb was used for the ¿back layer¿ and 2-0 polysorb for the ¿inner layer¿ and 2-0 surgidac for the ¿outer layer¿ of the gastrojejunostomy. Post-operatively, patient suffered nausea with emesis and upper gi demonstrated passage of contrast into the more distal small bowel. On post op day 5, patient underwent diagnostic laparoscopy where an internal hernia was noted ¿underneath the antecolic antegastric roux-y mesentery and the biliopancreatic limb had herniated through this to the patient's left side. This pulled the enteroenterostomy through the defect resulting in an obstruction with a transition point just beyond the enteroenterostomy, obstructing both the roux limb and the biliopancreatic limb.¿ the surgeon specifically noted no evidence of bowel ischemia and ¿no evidence of impending anastomotic leakage.¿